Manufacturer narrative:
Date of event: exact date unknown, event occurred approximately three months from the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was no longer holding a charge following a non related back surgery last year. The patient underwent an ipg replacement procedure and the explanted ipg was not returned per hospital policy.